Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips via customer feedback form that " the nurse found that the patient's breathing was weakened, the machine showed a heart rate of 90-120 times, and the pulse was weak, only 22 times, and then the heart rate was auscultated 25 times. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported to philips via customer feedback form that " the nurse found that the patient's breathing was weakened, the machine showed a heart rate of 90-120 times, and the pulse was weak, only 22 times, and then the heart rate was auscultated 25 times. The device was in use on a patient. There was no report of patient or user harm.